Event description:
The customer reported that during pre-use testing the touchscreen became non responsive. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim, installed onto a known good top level unit and powered on. The screen remained blank and all led¿s were illuminated constantly. Attempted to upload software but communication would not initiate. The control pcba was replaced with a known good and this corrected the blank screen issue. Cycling the uim on with a known good control pcba the touch screen response accuracy was tested and found intermittent non-responses to touch verifying the reported issue. These issues are being addressed in internal correction.

Manufacturer narrative:
(B)(4).